Event description:
Asr revision - right hip.

Manufacturer narrative:
Although the specific reason for the patient's revision is unknown, because the patient's claim has been approved by depuy's third-party claims administrator, it is reasonable to conclude that the reason for the revision has been determined to be product-related. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Updated information received by depuy indicates the initial reporting is a duplicate, as well as the patient does not have asr implants. No MDR required.